Manufacturer narrative:
The insulin pump passed self-test. However, displayable history crc check failed on startup alarm was found in the alarm history file due to corrupted history file. The device was unable to download to the carelink software due to displayable history crc check failed on startup alarms in alarm history screen. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
The customer's diabetes education reported via phone, they were unable to upload the information from the insulin pump to carelink. Self-test was performed and the device passed. Customer was advised it may be an issue with the radio frequency and the device needed to be replaced. The device is being returned for further analysis.